Manufacturer narrative:
If addtional information is provided that changes the outcome of the investigation, a follow-up report will be filed.

Event description:
End of the screwdriver from kit snapped off when putting in one of the screws. During the case, the site was examined and no screwdriver head was found. Torque limiting screwdriver was opened for the remaining screws. Screwdriver head found in x-ray later.